Event description:
It was reported that the buttons on the insulin pump are not responding and are stuck. Customer's mother stated that the device was dropped in the toilet. Customer's mother was extremely concerned because customer had high blood glucose of 500 mg/dl and does not have a back up plan. Insulin pump was replaced immediately. Nothing further reported.

Manufacturer narrative:
Insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. Device had scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.